Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the product confirmed fractured portion of unknown screw identified within the implant. Damage observed to the implant likely due to removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). Patient had high density (type I) bone. The reported device was located on tooth site #3 when the event occurred. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant mount screw was fractured during placement and couldn¿t be removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant mount screw was fractured during placement and couldn¿t be removed, which resulting in the implant being removed.